Manufacturer narrative:
Synergy ii us mr 4.00 x 16mm stent delivery system (sds) was returned for analysis loaded over a spider filter wire and inside a guide catheter. Stent was not returned. Stent deployed in patient. A visual and tactile examination of the hypotube found multiple hypotube kinks at the proximal end of the hypotube, in the section of hypotube outside of the guide catheter. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. The balloon was reviewed. Balloon damage was noted; the distal end of the balloon was bunched at the distal opening of the guide catheter. The balloon was successfully inflated to rated burst pressure (rbp) using encore hand held inflation device and no issues or leaks were noted. The balloon was deflated in 10 seconds with no issue. Deflation time was within specified deflation time. The first attempt made to remove the device from the guide catheter was not successful as the balloon got caught on the damaged distal guide catheter opening. The distal end of the guide catheter was corrected by analyst to enable remove of device. The device was then removed from the guide catheter with ease and no restrictions were noted. Device returned in multi purpose 1, 0.070¿¿ guide catheter. Damage noted to guide catheter at distal opening. As per directions for use (dfu), guide catheter minimum inner diameter requirement is =5f (0.056¿¿). No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that: "¿the safety and effectiveness of the synergy stent have not been established in the cerebral, carotid, or peripheral vasculature or in the following patient populations: patients with lesions located in saphenous vein grafts, in the left main coronary artery, ostial lesions, or complex bifurcation (e.g. Bifurcation lesion requiring treatment with more than one stent).¿¿, however as per the complaint report the anatomical location was a saphenous vein graft to right coronary artery (svg to rca)." (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the non-tortuous and heavily calcified saphenous vein graft (svg) to the right coronary artery (rca). After pre-dilatation was performed with a 3.5 x 15 non-bsc balloon catheter, a 4.00 x 16 synergy ii drug-eluting stent was deployed over a non-bsc filter wire. However, during removal of the stent delivery balloon, the balloon bunched up at the end of the guide catheter and they had to pull the whole system out of the patient's body, including the uncaptured filter wire. Subsequently, a 3.5 x 12 non-bsc stent was deployed proximal to the 4.00 x 16 synergy ii drug-eluting stent and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the non-tortuous and heavily calcified saphenous vein graft (svg) to the right coronary artery (rca). After pre-dilatation was performed with a 3.5 x 15 non-bsc balloon catheter, a 4.00 x 16 synergy ii drug-eluting stent was deployed over a non-bsc filter wire. However, during removal of the stent delivery balloon, the balloon bunched up at the end of the guide catheter and they had to pull the whole system out of the patient's body, including the uncaptured filter wire. Subsequently, a 3.5 x 12 non-bsc stent was deployed proximal to the 4.00 x 16 synergy ii drug-eluting stent and the procedure was completed. No patient complications were reported and the patient's status was fine.